Event description:
A customer contacted baxter's technical service center to request assistance with ending therapy on the homechoice (hc) machine during dwell 3 of 5. Per the initial report, the caregiver (cg) stated that the home patient (hp) woke up and discovered that she was disconnected from the patient line. The hp did not have a minicap or flexicap on the patient line. The cg stated that the hp reconnected to the patient line. The technical service representative (tsr) explained that the set-up was compromised and assisted with ending therapy. The cg was advised to call the rn (nurse) and tell them that the hp had become disconnected for an unknown amount of time. The cg ended therapy and was to call the rn. Product surveillance contacted the cg in 2009 regarding the reported condition. The cg stated that it was unknown how the hp became separated. The sample was discarded. The cg was advised to save the sample should the incident reoccur so it can be evaluated to determine the possible cause. The hp was able to resume therapy normally. Blood tests were performed and no infection resulted from the separation. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
The sample was unavailable as it was discarded. Should any other information become available, a follow-up report will be submitted.